Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eb15-j10 is available in the USA with a 510k number k200678. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the segment steel braid steel braid piercing. Based on the result, we concluded that it was caused due to the excessive force applied on the segment steel braid. In addition, our technician confirmed that the bending rubber cut; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.